Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The functional tests could not be completed due to the alarm. The insulin pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an a33 alarm on her insulin pump during the priming process. Her blood glucose was 218 mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.